Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. There was no additional adverse patient effects were reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that there was no other allegation to the lead but a systemic infection which necessitated the full system removal. There was no additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the d6b: explant date.